Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite trying various solutions, such as different charging cables and wall adapters, the issue persisted. Reportedly, the customer reverted to alternate method of insulin therapy.